Manufacturer narrative:
Additional information received on 09 may 2016 and includes: the pieces are not available for further investigation, they went for sonification. On 09 may 2016 the medical affairs director confirmed that, on the basis of the additional x-rays received, nothing can be added to the clinical evaluation performed on 26 february 2016 and reported in the initial report. On 09 may 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 11 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
The primary surgery was performed about 3 years before the event occurrence. On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: revision of primary tha performed about 3 years ago. Only one lateral x-ray has been supplied. From this, a proximally loosened stem can be partially seen. It is not possible to make any hypothesis as to the root cause of this problem, for lack of information. No failure of the implanted components has been reported. Additional information received on 11mar2016 and includes: primary surgery details, patient details, products details. Revision completed successfully on (B)(6) 2016. Batch review performed on (B)(6) 2016. Lot 146953: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision planned because of aseptic loosening.